Event description:
The cr-9400f leaking from the filtered side to the non-filtered side during bypass. The cr-9400f was replaced with another unit and the procedure was continued without incident. There was not detriment to the pt.